Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that she was disconnected with the insulin pump for few days and trying to get it started and the insulin pump alarmed low battery and battery out limit. Customer stated she was in the hospital for breathing problems and insulin pump alarmed no delivery. The hospital removed the insulin pump. Troubleshooting was done. Customer's blood glucose was 143 mg/dl. Advised the customer that battery cap would be replaced to rule out any possible issues with the battery cap. The customer was educated regarding no delivery alarm. The customer was advised to monitor the insulin pump. No further information provided.